Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently inappropriately shut down. Malfunction was not duplicated during subsequent biomed testing. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. It is noteworthy to mention the battery and the multi-function cable were not returned to zoll for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.